Event description:
Pt reported having been diagnosed with "lymphoma, tumor under collar bone," side unspecified. Physician confirmed diagnosis of lymphoma. The pt was treated with six rounds of chemotherapy to complete remission. Physician additionally reported left side device removal and replacement due to deflation. This medwatch is for the left side. See MFR # 2024601-2011-00514 for the right side.

Manufacturer narrative:
(B)(4). The event of lymphoma was initially reported via easr on (B)(6) 2011 with the adverse event term code of cancer. An update to our safety database for this reported event notes that the term code has been changed from cancer to lymphoma due to increased specificity. The event of lymphoma was sent via easr again on (B)(6) 2013 when the event of deflation was initially reported via easr on (B)(6) 2013. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma. Breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or a hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan's product; however, it is not conclusively known whether these tests have identified all causes of deflation. Published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma. Breast reconstruction includes primary reconstruction to replace breast tissue that has been removed due to cancer or trauma or that has failed to develop properly due to a severe breast abnormality. Breast reconstruction also includes revision surgery to correct or improve the result of a primary breast reconstruction surgery.